Event description:
Breast pain after implants, stomach, colon and ear problems, meniere's disease, low blood pressure, fibrocystic breasts, rashes, leaking implants, fatigue, swelling of hands and fingers, muscle fatigue, arthralgias, general aching/stiffness, left implant looks like it is under arm, sicca symptoms, raynaud's, fever, chills, bowel irritability, balance disturbances, difficulty swallowing, non-specific gastritis. Also see 1003955.